Manufacturer narrative:
Device analysis report attached. This report is submitted on april 29, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to discomfort with the implant. It is unknown if there are plans to reimplant the patient as of the date of this report.